Event description:
It was reported that the patient has 2 devices because the first one "broke". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v568048, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).